Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and complained of foreign body sensation (fbs) in left eye with blurry vision in left eye more than in right eye. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient also complained of halo/glare/shadows. Patient reported symptoms are not interfering with daily activities. Bcva: right eye post-op 20/30, left eye post-op 20/40. During follow up with the account on 7/10/2018 it was known that patient came back on (B)(6) 2018 and under slit lamp examination it was noticed there were microstriae in both eyes and right eye had small abrasion. Flaps were lifted and smoothed.

Manufacturer narrative:
4this correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.